Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection, as listed in the ht pilot instructions for use, is a known adverse event associated with the use of a coronary device in the native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex (cx) artery. After placement of a 014 hi-torque pilot guide wire, an attempt was made to advance a 2.5x38mm xience sierra stent delivery system (sds). The sds failed to cross due to the anatomy and was removed without issues. A dissection caused by the guide wire was noted in the distal cx. Medical management was provided and the patient was in observation. There are future plans to bring the patient back to the catheter lab for stenting. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.